Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ IV catheter hub was damaged and blood leaked from it immediately after use. The catheter was connected with the top extension tubing beforehand. The following information was provided by the initial reporter, translated from (B)(6) to english: "connected with top ex-tube. Blood leaked immediately after started to use. Replaced by new product and hcp conducted repuncture to the patient. Please investigate the shape of hub and damage."

Manufacturer narrative:
H.6. Investigation summary: four photos and one actual sample were received by our quality team for evaluation. From the returned pictures, it was observed that blood had a leak from the connector. From the returned sample, it observed that the sample had a dented inner luer. After visual inspection, the sample was sent for catheter leak test and failed testing. The incident was verified. Further investigation was conducted to confirm where in the assembly process the dent could have occurred. Once found, a simulation was done. From the duplicated samples it was observed that the simulation samples matched the samples returned by the customers. A device history record could not be evaluated as the lot number is unknown. Based on the investigation, it was found that there was a misalignment between the hub and adapter at the catheter holder station in the assembly process. A review of the manufacturing process shows the wear and tear of the stopper of the cylinder installed at the catheter holder station might have caused the chimney to be out of position. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ IV catheter hub was damaged and blood leaked from it immediately after use. The catheter was connected with the top extension tubing beforehand. The following information was provided by the initial reporter, translated from japanese to english: "connected with top ex-tube. Blood leaked immediately after started to use. Replaced by new product and hcp conducted repuncture to the patient. Please investigate the shape of hub and damage."